Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:24:22. During night drain cycle five, the patient's ultrafiltration reading was 1841ml, indicating the home patient (hp) drained 1841ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.